Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: investigators were unable to confirm the original complaint; the keypad rubber cover was undamaged and all buttons responded properly to presses. The keypad cover was removed and no contamination or damage was found. Unrelated to the original complaint, the display screen was noted to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.